Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf147) indicating a stalled blower. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an extensive engineering investigation. Review of the device data logs confirmed the occurrence of system fault 147 and revealed the occurrences of power failure events and abnormal reset alarms in the device. Performance testing on the device could not reproduce the reported system fault 147. The power failure and abnormal restart alarms were most likely due to the manual device resets by the operator. The device was serviced and returned to the customer. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf147) indicating a stalled blower. There was no patient injury reported as a result of this incident.